Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump error. Customer was not able to clear the error. Customer reported a keypad anomaly and/or stuck button alarm. Buttons become responsive again after replacing battery. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Due to re-occurring pump error 38 and pump error 37. No pump error 43 noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 43 was found on (B)(6) 2024 23:46 in history files and traces. Pump error 37 occurred on (B)(6) 2024 06:56 in history file. Pump error 38 occurred on (B)(6) 2024 06:57 in history files. Pump was cut to perform visual inspection found moisture damage on the pcba 1 and motor assemblies. Motor was tested outside of unit and it failed. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, overlay scratched, keypad overlay peeling, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, stained and peeling serial label. Pump error 43 is confirmed due to being found in history file and due to motor anomaly. Pump error 38 and pump error 37 is confirmed due to occurring during testing an due to motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.